Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's lactate dehydrogenase (ldh) was elevated and there was blood in their urine. Ldh was 829 then 727, plasma hemoglobin was 56.6, and haptoglobin was less than 8. Possible outflow graft obstruction was suspected. It was planned to perform a computed tomography angiograph (cta). International normalized ratio (inr) was 1.6. Patient was on heparin and creatinine was stable. Log files captured low flow events on (B)(6) 2022 at 17:51 to 17:52 with flow noted as low as 1.8 liters per minute (lpm). The calculated flow was routinely in the 3 lpm range for the remainder of the log. Some low voltage events were also noted on the battery power and were all due to normal battery depletion. On (B)(6) 2022 the patient had an outflow graft kink at the anastomoses down to 4 millimeters. No active alarms or visible thrombus were observed. As of (B)(6) 2022, the patient was asymptomatic and there were no plans for surgical intervention. Pump speed was increased. Coumadin and international normalized ratio (inr) goal were also increased. The patient remained on heparin and it was planned to continue monitoring.

Manufacturer narrative:
Manufacturer's investigation conclusion:the report of an outflow graft kink could not be confirmed as no images were submitted and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), is not available for investigation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow events could not be determined through this evaluation.the account submitted log files for review. The system controller event log file contains data from 11jul2022 at 19:24:29 through 26jul2022 at 10:34:12. Low flow events were captured throughout the log file from 22jul2022 at 17:51:49 through 17:52:06. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. The pump appeared to function as intended.the patient remains ongoing on heartmate 3 lvas, serial number (B)(6) multiple attempts for additional information were sent to the customer and no further detail was provided.the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022.the heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists hemolysis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The surgical procedures section of the hm3 IFU contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The de-airing the pump subsection explains that when the pump is in place and the sealed outflow graft anastomoses is completed, residual air must be completely evacuated from the device blood chamber prior to initiating device activation. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding.the heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions.no further information was provided. The manufacturer is closing the file on this event.